Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair and patient information. To date no further details have been received. The service history record was reviewed and no repair information was found.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed displayed codes that indicated a spi bus failure. The customer reported that the unit was in use on patient, but there was no patient harm.